Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0x8w4, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information received reports replacement/revision. Lead issue reported and it was unknown. The patient did not bring their programmer with them to the surgery. The revision had not occurred but the revision had been scheduled and (B)(6) 2015 was noted. Unknown if the patient recovered completely. The patient was diagnosed with gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.